Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact and all keypad buttons responded appropriately to button presses. The keypad cover was removed and there were no internal defects found with the button contacts. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and that there was moisture on the display lens and inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.